Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had fallen into a swimming pool. The pump did not work and the customer tried to restart the pump but the keys did not respond. Customer was advised to stay on insulin pens. Customer is on pens now and agreed to replace the pump. Customer used quick sets and changes every 3-4 days. Customer was explained that the set should be changed every 3 days.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies also, had corroded motor home switch. Unable to verify unresponsive buttons due to blank display. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.